Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there have been many occurrences of leaking trocars. The procedures are completed with new products. There have been no consequences to patients. Additional information and product samples have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the lot for the reported issue. Two samples were received for evaluation. The returned samples were visually inspected. One sample was found conforming and one sample was found non-conforming with an open septum. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).